Event description:
It was reported that occlusion alarms occurred which led to an occlusion issue causing the customer's blood glucose level to read ¿high.¿ the customer addressed the high blood glucose by administering a correction bolus via the pump. Technical support instructed the caller on steps to troubleshoot the occlusion but was unable to determine the cause as the customer declined further troubleshooting. The customer changed supplies as necessary and resumed insulin therapy without requiring third-party assistance.